Manufacturer narrative:
(B)(4).

Event description:
The patient could feel the pump moving freely in his pocket and said it would sometimes "tip on its side". There were no symptoms reported as far as not receiving therapy. It was determined that the pump was flipped. On (B)(6) 2011, the pump and catheter were revised. It was noted that the physician did not use suture loops at implant, during the revision, a mesh pouch was used to try to prevent the pump from flipping further; the connection was also replaced just to be sure because the pump had been flipping. The device system was used to deliver lioresal 500mcg/ml at 46.96 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.